Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was feeling shifting of the implantable neurostimulator in the pocket. The spinal cord stimulation was working well and providing good pain relief. The external factors or other contributing factors remain unknown. Surgical intervention was performed to anchor down the implantable neurostimulator in the same pocket in (B)(6) 2020. The issue was resolved at the time of the report. There were no further complications reported.